Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he would prime his infusion set and when he pulled out the needle, his tubing line would normally kink. Customer stated that this problem was causing his blood glucose to run high. Customer stated that 50% of the time, his pump alerted him of a no delivery alarm. Customer's blood glucose was 439 mg/dl. Customer treated with a manual injection. Customer stated that he has a back-up plan. Customer ran a manual prime and the insulin did exit. Customer does not have a tubing clamp and will be sent one. Customer was advised to call back to continue troubleshooting once he receives the tubing clamp. Customer was also advised to do a complete set change. Customer later called to report a blood glucose over 600 mg/dl. Customer has short acting insulin. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer stated that the issue is the set because it keeps getting kinked.